Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable was damaged and left behind debris in the usb charging port which resulted in the pump being unable to charge. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. A replacement cable was also sent to the customer.